Event description:
It was reported that the pump and the balloon of this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation information. Upon analysis of both components, it was noted that the balloon's output pressure was above specifications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The balloon was visually inspected, leak and functionally tested. No damage or abnormalities were noted during visual evaluation, and no leaks were identified. However, it was noted that the balloon output pressure was above specifications; therefore, it did not pass functional examination. The pump was also visually inspected, leak and functionally tested, and it passed all testing. Based on the information available and analysis results, the balloon not passing functional inspection could have caused or contributed to the device being removed.